Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating low and high blood glucose readings and lost sensor alarm on the insulin pump. The customer stated that she received a lost sensor alarm while sleeping on tuesday. The customer stated that she had low and high blood glucose readings. The customer declined to troubleshoot for the low and high readings. The customer stated that she was able to get her blood glucose back up to 90 mg/dl. The customer treated the low blood glucose with oj and a cookie. The customer stated that the pump was not communicating with the transmitter. The customer was advised that she needs to perform a start new sensor every time she puts a new sensor in.